Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose reading was 250 mg/dl. Troubleshoot was performed. The insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. However, traces of corrosion found at the electronic assembly and motor assembly per visual inspection.